Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number.  This event will/was be reported on 0009613350-2017-00086.

Manufacturer narrative:
Information was received via journal article. Please see the article for reference. (B)(4).

Event description:
It was reported via journal article that the patient had showed migration at 3.1 mm at 5 yrs and surrounding radiolucency was apparent at 5 years. Aaos score was I, paprosky score 3a and harris hip score 79, 85, 66 at 1,2 and 5 years respectively.